Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to ensure that the pump was not connected to a power source and to press the button using specific actions. However, the pump screen only turned on when plugged into power. Technical support decided to replace the pump, and the customer was instructed to keep the pump connected to a power source until the replacement arrived. The customer agreed to use the t: connect mobile app to manage insulin delivery and acknowledged the instructions for returning the faulty pump.